Manufacturer narrative:
Initial.

Event description:
It was reported that the user received a pump notification stating ¿insulin set expired, disconnect tubing before changing¿ after replacing supplies, had approximately 80 units remaining in the cartridge, and dismissed the alert; the user had not performed the fill cannula step, which was identified as the reason for the alert. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health, no emergency care, and no hospitalization. Investigation included customer interview, troubleshooting, and user education offer. Investigation of this case revealed that the infusion set change procedure was incomplete due to failure to fill the cannula, leading to an ongoing ¿insulin set expired¿ notification despite new supplies. It was concluded, based on previously established findings for similar reports, that user technique and use error during infusion set deployment were the most probable causes.